Event description:
Clinic notes were received for a generator replacement. Within the notes it was provided that the vns stimulus has been imperceptible for a few months, even with the magnet. The magnet is helpful in aborting and/or shortening the seizures. The patient reported that the ¿stimulator is not strong enough¿. Full revision surgery occurred on (B)(6) 2017. The reason for replacement was reported to be due to high impedance and battery depletion. The company representative who attended the case provided that high lead impedance was found before and during the surgery. The explanted devices were discarded by the hospital.